Manufacturer narrative:
Evaluation of the device found no anomaly. (B)(4) no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that after the lead was attached to the battery, impedances were checked before implantation and were found to be greater than 10000 ohms. The rep made sure the lead was inserted well and tightened down. A multi-lead trialing cable was used and the impedances were in normal range. A new battery was used and the impedances were within normal limits. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Additional review determined this event was considered a serious injury due to the ins needing to be replaced and therefore extending surgery time. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.